Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. The event was confirmed method & results: device evaluation and results: visual inspection was performed as part the material analysis report. " the fracture began at or near the location of the prehension hole. Fatigue striations were observed on the fracture surface, indicating the device fractured in fatigue. Ductile fracture morphologies were observed at the location of final fracture, indicating that the final fracture occurred in overload. A material analysis concluded: "the exeter stem fractured in fatigue. Eds showed the device was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review concluded: "cup malposition in low normal inclination combined with near absent anteversion has contributed to an overload condition in the bearing area with fatigue accumulation and ultimately after 11-years a neck fracture at the area of peak overload requiring revision." Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that the cause of the fracture was related to cup malposition in low normal inclination combined with near absent anteversion . The review also determined that there was no evidence of device related factors. Further a material analysis concluded that "no material or manufacturing defects were observed on the surfaces examined". No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The attached x-ray revealed a neck fracture of the femoral stem for the left hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The attached x-ray revealed a neck fracture of the femoral stem for the left hip.